Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller mentioned that the pt's ins was upgraded in 2018 due to their previous ins not working that well. Caller said the pt noticed it wasn't working that well sometime in 2018.